Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe a small brown object was inside the barrel. The following information was provided by the initial reporter: when opened the package, it was found that a small brown object inside the barrel. Patients and users were not affected. Stop using and replace with other blood collection devices to complete arterial blood collection.